Event description:
It has been reported to philips that system would not boot up. The system was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up intermittently and normal warm/cold restart didn¿t resume the system. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse suspects that the cmos batteries inside the host pc had drained out. To resolve the issue, the fse manually turned on the power on button of the pc. After this action, the system rebooted normally. Later this issue occurred again and the fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.